Event description:
It was reported to (B)(6) that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis, and their pd catheter (not a (B)(6) product) was temporarily removed. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies, not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. Although the specifics are largely unknown, the nephrologist was reportedly dissatisfied with the condition of the patient¿s pd catheter (not a (B)(6) product) and ordered its removal. The patient received a temporary hemodialysis (hd) catheter (not a (B)(6) product) and transitioned to hd for renal replacement therapy (rrt). The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026 in stable condition. The pdrn attributed causality to the patient¿s failure to wear a mask as ordered during initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The patient is currently undergoing outpatient hd with no return to pd date currently available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).